Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The inner lumen was occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion through a sheath the iab tore and blood came back into the tubing. No resistance was felt and the iab was approx 1 inch out of the sheath. A second iab was used and had the same result. A third iab was opened, but not used as per physician request. There was no reported injury to the patient. This submission is for the 2nd iab used.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion through a sheath the iab tore and blood came back into the tubing. No resistance was felt and the iab was approx 1 inch out of the sheath. A second iab was used and had the same result. A third iab was opened, but not used as per physician request. There was no reported injury to the patient. This submission is for the 2nd iab used.